Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturing report number added to h10. Sections g6, h2, and h10 have been updated.

Manufacturer narrative:
This is one of two manufacturers being submitted for this case. 2015691-2025-06597. A supplemental MDR is being submitted for completion of the investigation. The following sections of this report have been updated: b4, g3, g6, h2, h3, h6, h10, h11. The product was returned; therefore, a product evaluation and dimensional testing were completed. Due to the nature of the complaint, no functional testing was performed. The returned device was visually examined, and the following was observed: balloon burst longitudinal and radial. Balloon wings flared out. Spring stretched and guidewire lumen kinked. No balloon pieces missing. A review of the provided images revealed the following: presence of calcification in the landing zone. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as 3mensio confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported 'over inflation +2cc'. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaints for difficulty or inability to withdraw system through sheath and system components separate during use - distal tip were confirmed based on the returned product evaluation. Available information suggests procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the events. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In such a condition, applying additional pull force or manipulating the device to overcome the withdrawal difficulty can lead to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon burst with +2cc during inflation. Despite the balloon rupture, the valve was successfully deployed. Following deployment, excessive resistance was encountered while attempting to withdraw the delivery system through the sheath. It was observed that the balloon shaft had separated from the distal balloon catheter. While both the delivery system and sheath remained inside the patient, the wire lumen detached from the balloon catheter at the y-connector, leaving the wire lumen connected to the nose cone of the commander balloon. The fcs instructed the operator to remove the sheath and delivery system as a single unit. This maneuver was completed with minimal difficulty. Approximately one hour after the conclusion of the initial procedure, the patient was returned to the catheterization lab for thrombus removal from the right popliteal artery. The root cause of the balloon shaft separation was attributed to excessive pulling force on the delivery system. This force was necessitated by the balloon material bunching within the sheath, particularly in the fully expandable portion. Although the entire balloon, including the nose cone, was retracted into the sheath, the bulk of the balloon material caused it to become lodged. Continued traction on the delivery system led to the wire lumen detaching at the y-connector. Additionally, the sheath was noted to be kinked, although this was observed after the device was removed from the body. Bulky leaflet and left ventricular outflow tract (lvot) calcification, along with the additional inflation volume, were suspected contributing factors to the balloon rupture.

Manufacturer narrative:
The investigation is ongoing.